Manufacturer narrative:
Risk management is not releasing instrument. Risk manager did not provide info on whether the impact to the pt was related to a malfunction of the device.

Event description:
Allegedly, during a turp procedure, the bladder was perforated. Procedure was completed. No further info available at this time.